Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient via a company representative on (B)(6)-2015 and it was reported that the pump began to flip and pinch me. She expressed her concern with this to her physician and wanted it to be fixed. Her physician at the time said there was nothing he could do about it. She then told the physician that if there was nothing he could do about it, she wanted it removed. Per the patient and her husband, the physician became angry at the request and refused to see her anymore but didn't tell them. The patient changed doctors and that physician moved her pump from her right abdomen to her left.

Event description:
Additional information later received reported that per the healthcare provider on (B)(6)-2013 the patient's pump was revised on that date due to the pump protruding and the catheter was revised to allow for this different positioning. Per the hcp the patient was taking dilaudid, but it wasn¿t clear in the patient¿s chart the dose and concentration at that time. The hcp also stated that the patient had been complaining of the pump being uncomfortable but there was no indication in the chart on what may have caused the issue. It didn¿t look like any troubleshooting was performed, other than the physician confirming that the pump was protruding. The hcp stated that the patient was doing well to her knowledge, though the patient and their spouse call the office frequently.

Manufacturer narrative:
(B)(4)

Event description:
The pump was protruding from the patient¿s belly. On (B)(6) 2012, the pump was moved to the other side of the patient¿s abdomen and the catheter was extended. The pump was delivering dilaudid at the time of the event. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.